Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings:during testing, the pump powered on normally. The pump was exercised for 24 hours with no errors, alarms, or warnings. During testing, an ezcarb bolus was manually calculated with the users settings insulin to carbohydrates (I:c) ratios 12g and carbs: 26g. Entered the carbs and I:c ratio into the pump; the pump correctly calculated a 2.15u ezcarb bolus. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that the pump was not calculating the correct recommended insulin delivery reading when performing an ez carb bolus. The patient¿s blood glucose levels reportedly were 59 mg/dl with no symptoms, which does not meet animas criteria for an adverse event. The patient¿s basal rates were reviewed to confirm accuracy and it was verified that the time and date settings were correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.